Event description:
The surgeon implanted a silicone lens model aa4203tf and was torn during insertion. The lens was removed without pt injury. The model and lot #s for the cartridge and injector are unk.

Manufacturer narrative:
Eval results: visual inspection of the lens showed evidence of surgical residue and one haptic was torn off missing. The cartridge was not returned.